Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Additional information: 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 events for the failure: detachment of device or device component. 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99237. Supplemental rationale, corrected data: b5, h6, h11. 2 previously reported events were included in this follow-up record. Product return status. 1 device was not available for evaluation. 1 device was received. Evaluation findings (results/components). 1 device: no findings available / part/component/sub-assembly term not applicable. 1 device: wear problem / bearings. Product disposition. 1 device: product not received. 1 device: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 2 events for the failure: detachment of device or device component. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.